Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that the instrument stopped working. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 24-apr-2025: the sr. Operating room (or) personnel informed that the monopolar curved scissors (mcs) instrument could not be controlled. It was clarified that the instrument could not move or stopped. The instrument was jammed and could not be opened or closed.